Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The customer ordered an ac power module which resolved the failure. As of (B)(4) 2010 there have been no further reports of this issue from this customer site.